Event description:
During a conversation for an unrelated reason, the home pt's nurse reported that the home pt had expired in 2003 with the cause of death listed on the esrd death notification as septicemia (due to peripheral vascular disease, gangrene) with secondary causes as fungal peritonitis and pulmonary infection. The home pt presented to the clinic in 2003 with abdominal pain, cloudy effluent, vomiting and nausea. Effluent cultures were taken at that time and the pt was diagnosed with peritonitis. The next day the pt was prescribed fortaz 1g, intraperitoneal, once daily for 3 days. Effluent cultures showed candida albicans growth in 2003; the pt was advised to go to the hosp. Pt was admitted the same day with a diagnosis of candida peritonitis and gangrene of several toes on their right foot. The hosp stated that despite the removal of their pd catheter, antifungal antibiotics, removal of the gangrenous toes and appropriate antimicrobial antibiotics the pt deteriorated, developed respiratory failure ards, multiorgan failure syndrome and expired ten days later. The home pt's nurse reported no known origin for the diagnosed peritonitis.